Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected codes in h6 investigation findings, corrected codes in h6 investigation conclusions, additional information added to h10. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions for use/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events of balloon burst and difficulty removing the delivery system through the sheath were unable to be confirmed due to no device or imagery was provide for evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Per report, the landing zone had moderate calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Also, as the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction. These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported by an edwards lifesciences field representative, during deployment of a 29mm sapien 3 valve in the aortic position using a commander delivery system, the delivery system balloon burst at approximately 95% inflation. The landing zone had moderate calcification. The perceived root cause of the balloon burst was partially exposed struts of a stent hanging out of the right coronary artery (rca) possibly damaging the balloon. However, the valve was deployed well with good result. Post valve deployment, there was an attempt to withdraw the delivery system back into the esheath+, but the ruptured balloon material was stuck on the distal edge of the sheath. As the delivery system was unable to be withdrawn, access was gained on the contralateral side with a non-edwards sheath to perform an "up-and-over" snare technique. The balloon catheter was cut and detached from the flex catheter. The balloon material was then able to be safely removed through the sheath on the contralateral side. The devices were removed from the patient.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device was discarded.